Event description:
It was reported that sensor failure issue occurred. The sensor is inserted on the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient received a sensor failure alert around 12:00am. The patient was wearing an omnipod insulin pump. No bg meter reading was reported. It was also not specified what the patient¿s last known cgm value was. The patient was experiencing weakness, lightheadedness, vomiting, and body pain. The patient called her mom, and she was taken to the emergency room. At the ER, the patient¿s bg meter reading was 1100mg/dl, and the patient was admitted to the intensive care unit (ICU). She was treated with an IV insulin drip and ¿hydrating medications¿. The patient was discharged home after being in the hospital for 2 and half days. Attempts to reach the patient for further event details were unsuccessful. The patient was in good condition at the time of report. Data was provided for investigation. Although the patient reported receiving a sensor failure on (B)(6) 2024 at 12:00am, the allegation was confirmed via data as a sensor failure during warm-up on (B)(6) 2024. The probable cause was determined to be high counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B3 date of event - correction. H2 correction.